Event description:
In (B)(6) 2012, I had the essure procedure done and immediately after I started bleeding and having major cramps that radiated to my lower back. As time went on, I also had night sweats, severe headaches, light headedness. I bled for 4 months until my doctor put me on birth control to stop the bleeding. I have constant feeling of menstrual cramps all month long. Major headaches. Sharp pains that start from implant area and shoot down my thighs to my knees and also wrap around to my lower back. My periods are very heavy and I pass clots of blood that are as big as a silver dollar. I also have had a breakout to nickel and am pending tests from an allergist.